Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Allergan is implementing a plan to address the increased volumes. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device photo analysis: visual analysis of the identified photos: calcification approx. 30%, red particles in the shell, encapsulation, crease fold, deformation and labeled as right side. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "exchange textured to smooth implants due to the patients concern with the device".

Event description:
Healthcare professional reported right side exchange textured to smooth implants due to the patients concern with the device and capsular contracture baker grade iii. Device has been explanted.